Event description:
Patient information and incident date not provided by customer. AED instructed customer to attach electrodes after electrodes were attached. (B) (4)

Manufacturer narrative:
Manufacturing date unknown. Conclusion used as electrodes were not returned with device. (Discarded after use).